Manufacturer narrative:
(B)(4). It was reported that the unit is not available for evaluation. However, the customer troubleshoots the unit and found that the ventilator failed transducer test. The customer cross checked with other main pcb (printed circuit board) and the ventilator is working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced low ve (low minute ventilation), low pip (peak inspiratory pressure) and transducer fault alarm (xdcr). The customer confirmed that there was no patient involvement associated with the reported event.